Event description:
The customer reported that a filament regulator error message was displayed during a procedure with pt involvement. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The power cap module was replaced and a filament calibration was performed. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.